Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eos (end of service) was triggered on the implantable cardioverter defibrillator (ICD) without rrt (recommended replacement time) having triggered due to a second excessive charge time having occurred. It was noted that a charge time alert and eos alert were triggered. The ICD has been explanted and replaced. No patient complications have been reported as a result of this event.